Manufacturer narrative:
The scope has not been returned to olympus for evaluation. The scope will be sent to an independent laboratory for microbial testing and ethylene oxide (eto) sterilization. The cause of the reported event could not be determined at this time. This report will be supplemented when the device evaluation has been completed.

Event description:
Olympus was informed that a total of nine patient samples tested positive for a microorganism. Five samples tested positive for mycobacterium cholonae and four samples tested positive for mycobacterium gordonae during a routine surveillance. It was further reported that the cause of the reported positive patient samples are unknown at this time. The scope was not cultured, but has been removed from service. It was further reported that the scope is pre-cleaned and manually cleaned according to the reprocessing manual of the scope. An olympus automated endoscope reprocessor (aer) machine (oer-pro, sn# (B)(4)) is used. No problems noted with the aer machine. The last preventative maintenance (pm) with the aer machine was conducted on december 2017. There have been no changes to the reprocessing staff. The scope is hung in a ventilated scope cabinet. This is report 4 of 9.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results, and the device evaluation findings. The scope was sent to an independent laboratory for microbial testing. The scope's instrument channel was cultured and no mycobacterium organism or any other microbial growth was recovered from the scope. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. Olympus performed a visual inspection on the scope and found no signs of foreign material inside the biopsy channel, biopsy port, suction port, elevator forceps raiser, insertion tube, bending section cover, bending section cover glue, distal end cover, light guide lens, and objective lens. The scope passed leak testing. In addition, the insertion tube, bending section cover, bending section cover glue and distal end cover were noted to be non-olympus repairs/parts. Based on device evaluation findings, the cause of the reported event could not be conclusively determined; however, improper maintenance of the device and the unauthorized third party repairs could not be ruled out as a contributing factor to the reported event. The instruction manual for use provides warning statements in an effort to prevent cross contamination and equipment damage. ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used. This instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and cannot be warranted by olympus in any manner. ¿

Manufacturer narrative:
This supplemental report is being submitted to report additional information received from the endoscopic support specialist (ess). On june 8, 2018, an olympus ess was dispatched to the user facility and there were no deviations noted during with the facility¿s reprocessing practices. Please cross reference the following MFR. Report numbers: 2951238-2018-00341, 2951238-2018-00342, 2951238-2018-00343, 2951238-2018-00344, 2951238-2018-00345, 2951238-2018-00346, 2951238-2018-00347, 2951238-2018-00348, 2951238-2018-00349.